Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was 89 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed rf pic failed self-test during self-test due to faulty connector on radio frequency board. The insulin pump passed self-test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked display window.